Event description:
Before implantation of the valve, the surgeon failed to adjust the pressure setting through the blister from high to medium pressure several times. He decided not to use the valve.

Manufacturer narrative:
The device was returned to our manufacturing facility and analyzed following our quality control procedure. The product was returned in its original packaging. The quality control specialist performed several adjustments of the pressure and confirmed the difficulties faced by the user. He observed that the pressure could easily be changed when using the troubleshooting procedure described in the ifus of the valve and the adjustment kit which consists of applying several back-and-forth movements to the handle of the magnet. He however noticed that in a few cases, the micromagnets remained in an open position after the pressure adjustments. The problem faced by the user is confirmed. This difficulty is known by sophysa. It was solved by the opening of a CAPA case in 2016 which lead to the creation of a new manufacturing control performed on polaris valves. All valves manufactured by sophysa are specifically tested to detect this type of adjustment difficulties before being put on the market. For the case under review, the incriminated device was manufactured slightly before the implementation of this new procedure. This type of problem should not be encountered with currently manufactured devices.

Event description:
Before implantation of the valve, the surgeon failed to adjust the pressure setting through the blister from high to medium pressure several times. He decided not to use the valve.